Event description:
Pt had a peg tube in place. Physician removed peg and replaced it with the device. In 2001, the pt was admitted to the hosp and stayed until one week later. The device was removed and replaced with another g-tube. Pt's family stated the device caused infection and bleeding. No other info is available at this time. One pt involved.